Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger product ID 97745nt serial# (B)(6): product type product ID 97755 serial# (B)(6): product type recharger h3: analysis of the recharger (serial# (B)(6) found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the recharger paddle gets extremely hot when trying to charge the implant. Caller stated that they will be at 50% and then it will say the charge is finished and they get other errors popping up. Caller did not have equipment with them at the time of the call. Caller will call back with equipment for further troubleshooting. The pt called back with the recharger. Pt confirmed they were losing connection and getting 'finished' even though it was not finished. The paddle was getting hot. A replacement recharger (rtm) was sent out. No symptoms were reported.  Additional information was received from a patient (pt). It was reported that they were sent an rtm and still having the same exact issues. Pt states they are still getting same error codes and the rtm gets warm, agent reviewed can get warm and inquired how the patient was charging. Agent sent request to repair for controller. Pt also reports the device doesn't seem to be helping as of a month ago. Pt states the manufacturer representative (rep) reprogrammed and turned settings up higher but that didn't help. Pt states still has pain. Pt states they first saw a different rep and it worked for awhile 3 months ago last name unknown. Agent directed to their healthcare provider (hcp) to have the unit checked and adjusted. A replacement controller was sent out.